Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain and radiculopathy. It was reported that the patient¿s battery was over-discharged. The patient needed their implantable neurostimulator (ins) needed to be recovered for an upcoming MRI. A trickle charge was done, and the power on reset (por) was cleared. The issue was resolved at the time of the report. No patient symptoms or further complications were reported. Additional information was received from the manufacturer representative on 2018-07-12. The patient presented to the hcp's office. Upon reading the ins with a clinician programmer, it stated that an end of service (eos) had occurred. Impedances were checked and were within normal range. The plan was to replace the battery. Surgery date was unknown. No further complications were reported/anticipated. Additional information was received from the manufacturer representative 2018-07-20. The patient's weight was unknown. The patient stated that he had never performed a por before and there was no documentation to show that he had. Given the implant time and it being less than 9 years, it seemed probable the patient had a previous por. The current state of the ins was non-functional. The patient was scheduled for replacement (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had failed, so the device was replaced. The op note said end of life pulse generator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.